Event description:
Scd would not rotate through its cycles. Device checked, tubing, checked, still would not work. Sleeves checked then it worked. This is the second pair that would not work in the past week.